Event description:
It was reported that the compressor did not start. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. All the hoses and connections were checked and multiple tests ran. The issue could not been duplicated. The compressor passed all the tests and returned to clinical use. No parts were replaced in the system. Since the issue could not been duplicated and the compressor is working within specifications, the root cause of the reported event could not been identified.